Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left femoral intervention treatment procedure, catheter entrapment on a guide wire occurred resulting in a shaft fracture the target lesion was located in the non-tortuous left femoral vein. The physician advanced this 10x59x1350 sentinol stent over another manufacturer's .035" guide wire. The stent was deployed in the lesion successfully. An attempt to withdrawal the stent delivery system (sds) was made after deployment of the stent, however, the catheter froze on the guide wire. The physician gave the catheter a "firm tug" in an effort to remove the catheter from the wire. Upon doing this, approximately 3cm of the distal portion of the catheter fractured in the left femoral vein. While attempting to snare the fractured piece from the patient, the snare kept pushing the piece away from the access site. Eventually the piece was snared in the vena cava and removed from the patient without complications. The procedure was considered completed with this device, however, it took longer than anticipated. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a stopcock attached to the hub and an unidentifiable guide wire. The guide wire was not inside the inner lumen of the sentinol device. Analysis of the sentinol revealed the inner shaft was detached 14cm from the distal end. A kink on the inner shaft was located approximately 2.5cm from the distal end. Outer bunching was present in three locations on the outer shaft. Analysis of the unidentifiable guide wire revealed coating damage. The coating was peeled back 110cm from the distal end of the wire. The coating was missing 114cm from the distal end of the wire leaving an uncoated wire length of approximately 2cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of this investigation was found to be user related as the device was used in anatomy that is contrary to the dfu. (B)(4).

Event description:
It was reported that during a left femoral intervention treatment procedure, catheter entrapment on a guide wire occurred resulting in a shaft fracture the target lesion was located in the non-tortuous left femoral vein. The physician advanced this 10x59x1350 sentinol stent over another manufacturer's .035" guide wire. The stent was deployed in the lesion successfully. An attempt to withdrawal the stent delivery system (sds) was made after deployment of the stent, however, the catheter froze on the guide wire. The physician gave the catheter a "firm tug" in an effort to remove the catheter from the wire. Upon doing this, approximately 3cm of the distal portion of the catheter fractured in the left femoral vein. While attempting to snare the fractured piece from the patient, the snare kept pushing the piece away from the access site. Eventually the piece was snared in the vena cava and removed from the patient without complications. The procedure was considered completed with this device, however, it took longer than anticipated. No further patient complications were reported and the patient's status is fine.